Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system was oversensing atrial activity that fell within the blanking period. Technical services (ts) was consulted and recommended reprogramming options. In addition, left ventricular automatic threshold detected as above programmed amplitude or suspended was noted, capture was confirmed. A lead was implanted in the left bundle branch (lbb). This crt-d system remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5155861.